Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A chr review showed no other similar product complaint file(s) from this lot.

Event description:
The guidewire migrated into the patient during insertion and was surgically removed the same day. This is the second complaint from this facility for the same issue, and the operator was the same in both instances. After observing the operator's technique, the complainant feels the issue is user related.